Event description:
It was reported that the pump touch screen was unresponsive and frozen on the lock/unlock screen. Additionally, it was reported that an unexpected reset occurred. Customer's blood glucose level was 444 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.